Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/31/2016 to report that the receiver displayed a firmware error on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined. Contents of field are included below due to e-submitter mapping issue encountered beginning on 07/06/2017 whereby contents are not populating on packaged medwatch 3500a form: (B)(4).